Manufacturer narrative:
H11: internal complaint reference (B)(4). H2: corrected information in h6 (investigation findings & conclusions). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The anchor is on the device with no visible defect. One suture is through the anchor eyelet, runs through the cannula, but no longer tied at the cleat. The second suture is fractured at the eyelet and does not exit the cannula. A functional evaluation was not conducted since there is damage hindering the inspection/evaluation. A material assessment found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that a material certification is required with each lot. The root cause was associated with an unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). B5 and h6 updated.

Event description:
It was reported that during a rotator cuff repair, the twinfix ultra suture broke. All the broken pieces were successfully removed from the patient. The procedure was completed using a smith and nephew back up device used in the originally drilled bone hole. No void was left in the patient. There was a delay less than 30 minutes and no further complications were reported.

Event description:
It was reported that during the surgery, the twinfix ultra suture broke. The procedure was completed using a smith and nephew back-up device, with a surgical delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.